Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low glucose. The investigation also showed the user had not announced any meals during this period which contributed to this event. Also noted in the patient's account notes was that this patient self-started on the ilet on (B)(6). As a result of this event, the cds reached out to the patient to schedule training and to perform a factory reset. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On 5/15/25, a patient reported that on (B)(6) 2025, they experienced a hypoglycemic event for greater than 90 minutes and had a seizure. The patient reported their lowest bg was 39 mg/dl. The patient's spouse made the patient a pb&j sandwich to assist in bringing the patient's bg levels up. The patient reported that the spouse called ems and the patient was taken to the hospital. The treatment while at the hospital is unknown. The patient was admitted to the hospital and discharged the following day on (B)(6) 2025. The user was connected to the ilet while at the hospital.